Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp). Previous implant was already removed, but the physician who removed the implant is unknown. A surgical procedure was performed to implant a new ipp. No patient complications were reported.